Manufacturer narrative:
Concomitant medical products: addrl1 ipg implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that probable atrial oversensing noise in unipolar configuration were noted on the right atrial (ra) lead on electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.